Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose level. Customer¿s blood glucose level was 50 mg/dl and 49 mg/dl. Customer kept drinking orange juice or apple juice and even ate and had more and finally looked at pump said sensor updating do not calibrate and came back up and said sensor was at low and customer calibrated blood glucose value was 192 mg/dl and few hours later customer was had blood glucose level of 230 mg/dl. Insulin pump will not be returned for analysis.